Event description:
A caller reported an alarm issue with the adc device. It was reported the low glucose alarm did not sound and as a result, customer experienced symptoms of hypoglycemia and convulsions/seizure. Customer was unable to self-treat and received third-party intervention (caregiver) who provided juice and cookies for treatment. No further information could be obtained as customer did not be want to disclose further details on medical treatment received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.